Manufacturer narrative:
(B)(4). The complainant indicated that the axios stent was lost and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder to treat a collection during a gallbladder drainage procedure performed on (B)(6) 2022. During the procedure, the second flange of the axios stent was unable to be deployed. The axios stent was removed from the patient partially deployed on the delivery system. The puncture site was closed with clip and an endoscopic retrograde cholangiopancreatography (ercp) was performed to complete the procedure. There were no patient complications as a result of this event. The patient condition after the procedure was reported to be fine.